Event description:
Per the clinic, the patient experienced a skin breakdown and infection at the implant site in 2023 (specific date not reported). Subsequently, the patient underwent a skin flap revision surgery (specific date not reported). It was reported that the patient was hospitalized on (B)(6) 2024 and a decision was made to explant the device due to the severity of the skin flap infection. The device was explanted on (B)(6) 2024 and it is unknown if there are plans to re-implant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 01, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of receiver/stimulator at the implant site (specific date not reported). The patient was also treated with oral and topical antibiotics (specific date and duration not reported). The patient was then placed under general anesthesia on (B)(6) 2023. Device analysis report attached. This report is submitted on april 02, 2024.